Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) lightbox burned holes in the surgeon's gown at 100% brightness. It is unknown under what circumstance this event occurred; however, no patient injury, death, or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the returned 00mlx mlx 300w xenon lightsource was in used condition. The evaluation of mlx 300w xenon lightsource (00mlx) identified that the unit had a cracked side panel but passed all other tests. To fix this unit the left side panel was replaced. The 00mlx lightsource produces heat as it operates, and care should be taken to ensure nothing flammable comes into contact with the unit. The instructions for use (IFU) states; "the light source produces high intensity light. Thermal burns can result from improper use of the light source or from the light output of the fiber optic cable." Root cause analysis: the reported complaint was confirmed. The issue of this 00mlx unit burning a hole in the surgeon's gown is most likely due to customer mishandling of the unit. The 00mlx lightsource produces heat as it operates, and care should be taken to ensure nothing flammable comes into contact with the unit.

Event description:
N/a.